Event description:
On (B)(6) 2009, the pt reported the up and down buttons on his insulin infusion device respond intermittently. He stated the issue began in (B)(6) 2009. He stated the buttons will work if pressed hard. His device has not been dropped and the buttons pop up when pressed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.